Event description:
The customer reported to philips healthcare that the battery cannot be charged on the heartstart xl+. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.